Event description:
It was reported that during a hemicolectomy procedure, half of the tissue pad fell off and the other half was burned. The tissue pad did not fall into the patient's body cavity. Another device was used to complete the case. There was no patient consequence.